Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, specifically improper surgical technique with the device. The complaint allegation was not confirmed, the device was not received for evaluation, and no evidence of the failure was received.

Event description:
On 2/2/2024, it was reported by a sales representative via email that an ar-3652ttsp 2.6 fibertak suture anchor was dislodged. This occurred when the anchor was implanted and after sutures were passed through rotator cuff surgeon was tensioning while placing lateral row swivelock the 2.6 fibertak dislodged. Three medial row anchors were originally implanted, surgeon removed the 2.6 fibertak that pulled out and completed repair with remaining anchors. No pieces broke inside the patient. This was discovered during an rotator cuff repair procedure (B)(6) 2024, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.